Event description:
Customer reported n. Gonorrhea misidentified as l. Lactamica. The customer obtained n. Lactamica on the hnid panel results when tested against other test methods also performed for the clinical isolate. The results were no reported to the physician. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Evaluation other - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: other - other test performed by the lab gave different results. Conclusions: other - product is within performance claims. The cause of the misidentification is unknown.